Event description:
The pt reported a blood glucose reading of 456 mg/dl on his insulin infusion device (competitor product) which he discovered during routine testing. He said his doctor recommends a blood glucose reading of 150 mg/dl. He stated he had no symptoms and corrected his blood glucose levels by changing his infusion set and bolusing through his infusion device. The pt reported that last night when he bolused, he saw insulin leaking from the tubing at the point it connects to the infusion set. He stated the leak was near the adhesive. He said he felt moisture and smelled the insulin. Troubleshooting did not discover any product or user issues. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.